Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.